Event description:
It was reported that during a regular follow-up, multiple episodes of noise on the ventricular channel of the pulse generator were noted on the stored electrograms. Noise could be reproduced. During the follow-up on 9/30/2014, there were no new episodes of noise recorded and noise could not be reproduced with arm movements. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.